Event description:
I went to my best friend mom, I went to her home, she said that she was certified, and she injected my lip filler and it wasn't even and come back to get touch ups, I got back to get touch ups and I had bumps. Lip filler is possibly called "juvederm" and botox and prp (platelet-rich plasma) facial. I have little dots in the inside of my lips. My lips are very ruined and don't think there is a way to fix them.